Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed. Bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. Swab surface of bard ez-lok sampling port with antiseptic wipe. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. Slowly aspirate urine sample into syringe and remove syringe from sample port. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The device was not returned.

Event description:
It was reported that upon opening the tray the water syringe was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon opening the tray the water syringe was missing.